Manufacturer narrative:
(B)(4). E1 initial reporter state: (B)(6). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. The patient reported on (B)(6) 2025 the patient experienced inaccurate cgm values. On the day of the event, the patient inserted a new sensor as the previous sensor was inaccurate. When the new sensor successfully completed the warm-up phase, the cgm reading was displaying low. The patient reported she did not perform any blood glucose measurement. The same day the patient went to the hospital because she was feeling unwell, had a dry mouth, fast heartbeat, and nausea. The patient initially did not think it was related to diabetes, but when a fingerstick was taken upon arriving at the hospital, the cgm was reading low, and the blood glucose reading was 18.0 mmol/l. According to the patient she was experiencing diabetic ketoacidosis and was treated with 2 liters intravenous electrolytes and was not given any further medication for diabetes. The patient was discharged the same day around 10:30pm and was stable at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.